Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a watchman laa closure & delivery system (wds) were selected for use. Heparin was administered. Intracardiac echo (ice) imaging was used and no thrombus was observed in the appendage from the right side of the heart. Transeptal was completed and a thrombus was noted in the appendage from the left side of the heart. The physician discontinued the procedure. There were no further complications.